Manufacturer narrative:
The surgery center reported the needle was discarded and not used on the patient, a new needle was obtained, and the patient was confirmed as being treated. The physician noted the needle broke where the 24 gauge needle meets the 16 gauge cannula and confirmed only the 16 gauge portion of the needle was bent and no direct or inadvertent pressure was applied to the 24 gauge portion of the needle. Cytophil, inc. Complaint investigation is ongoing. A supplemental report will be provided. (B)(4).

Manufacturer narrative:
Follow-up 2 supplemental submitted feb 14, 2020, correction to contact information; g(1-2) of the person filling out the report. Corrected section h: device manufacturers only. Method code updated to include code 4109; historical data analysis h(10) manufacturer narrative. The information provided in follow-up 2 requires an update to the first paragraph to include "renu transoral needle (product code 12-000-00-nd1) lots" and remove "of" so it reads: "the distributor (B)(4) provided information on the device lots that were sent to the customer at the time that the event occurred. The renu transoral needle (product code 12-000-00-nd1), lot numbers q912-00031 or z912-00029 were the lots that were shipped to the customer during the time of the event. A DHR review of q912-00031 and z912-00029 found no product non-conformances." Information required by this report (i.e., patient information) was unable to be obtained. In previous reports it was not documented why this information was not provided. Cytophil performed its due "diligence" in attempting to obtain the data but was unable to retrieve information from physician. (Ref (B)(4)).

Manufacturer narrative:
The distributor (B)(4) provided information on the device lots that were sent to the customer at the time that the event occurred. Q912-00031 or z912-00029 were the 12-000-00-nd1 lots of that were shipped to the customer during the time of the event, q912-00031 and z912-00029 DHR review found no product non-conformances. The 24 gauge needle manufacturer/supplier, the renú transoral needle contract manufacturer, and cytophil, inc. Performed investigation and device history record (DHR) reviews. No nonconformities or deviations were noted from the DHR reviews, the contract manufacturer confirmed no process or material changes occurred, and the 24 ga needle manufacturer/supplier confirmed there were no changes in material suppliers, design, or specifications. Device labeling was reviewed. Renú gel IFU rm 08-009 rev. 01 provided with the renú gel/voice product used during the procedure, has a note, "the ent needle shaft is malleable but has significant limitations. Do not place pressure on the needle tip." Retain product evaluation noted no observations of underlying material issues impacting mechanical properties and concluded the failure was caused by plastic deformation (bending) of the stainless steel tube followed by overload failure; consistent with a force being applied to the 24 ga portion of the needle (by the physician) until failure. The physician is to be counseled on the limitations of bending of the needle and that care should be taken to apply pressure only to the 16 ga cannula portion of the needle and not the smaller 24 ga needle. Cytophil, inc. Has concluded its complaint investigation. The complaint is being closed and will be tracked and trended. (Ref. (B)(4)).

Manufacturer narrative:
Additional information is being request from (B)(6) surgery center. The center reported that the needle is not available for evaluation but no defects were seen prior to bending the needle for use. The physician confirmed the needle was not used in a procedure. Cytophil, inc. Reviewed its complaint records from 2015 to present. This review of renú transoral needle complaint data identified two (2) reported complaints of needle breakage. One (1) of the complaints was reported at the same time as this complaint, by the same physician. Cytophil, inc. Complaint investigation is ongoing. A supplemental report will be provided.

Event description:
The physician reported that the tip of the renú transoral needle broke off while bending. The needle was not used. Rather a new needle was obtained and used to complete the procedure. (Ref. (B)(4)).